Event description:
The reporter stated the surgeon inserted a competitor's lens into the MFR's injector and the injector severed the hinge of the haptic. There was pt contact but no injury or surgical intervention.

Manufacturer narrative:
Other (injector severed hinge of haptic).